Event description:
A customer contacted beckman coulter, inc. (Bec) to report the coulter ac t 5diff cap pierce (cp) generated erroneous differential and an incorrect high white blood cell (wbc) result for one (1) patient sample with instrument generated flags. The result was reported out of the laboratory. The laboratory technician performed a manual differential and observed lower wbcs on the slide. The same sample was rerun on the ac t 5diff cp and an alternate instrument which produced lower wbc results. A corrected report was issued within 30 minutes of the original report. No death, injury or change to patient treatment was reported in connection with this event.

Manufacturer narrative:
The sample was collected in a 5ml bd vacutainer tube stored at room temperature for 18 minutes. The instrument was performing within quality control (qc) specifications with respect to controls and reproducibility prior to the reported event. Previously run patient samples were rerun to confirm accurate back to the last acceptable control run. Field service engineer (fse) cleaned the wbc lyse delivery pathway and performed wbc flowcell calibration. Instrument operation and reproducibility were verified. Root cause is unknown; however, the instrument provided instrument generated flags to alert the operator to review the results. Per product labeling, beckman coulter inc. Does not claim to identify every abnormality in all samples. Beckman coulter suggests using all available flagging options to optimize the sensitivity of instrument results. All flagging options include patient limits (h/l), action limits (hh/ll), parameter flags, interpretive messages and analytical alarms. Beckman coulter recommends avoiding the use of singe messages or outputs to summarize specimen results or patient conditions. As part of a retrospective review, this event was determined to be reportable.